Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported that no detergent was on the first run and the error message displayed after 2-3 minutes. In addition, there was no water in the basin. Tac instructed the customer to clear the error and advised running a cycle monitor before calling back. The customer later confirmed the leak test button was deselected. The e95 error was still displayed after changing out and siphoning the detergent line. A field service engineer (fse) was on site to further evaluate the device. The fse primed the detergent line, but it still failed to be stopped. While repairing, the fse observed broken yellow connectors with the center plunger missing. As a result, fluid was unable to flow. The fse replaced the yellow connector and ran a full cycle test to see if any part of the cycle failed. Afterwards, a leak test was performed, and the unit was reassembled and passed the electrical safety test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the endoscope reprocessor displayed an e95 and e91 errors. During a standard onsite repair visit, a field service engineer observed broken connectors. This report is to capture the reportable malfunction found at the onsite inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. It is possible that the water filter replacement was mismanaged. Probable causes for the event include: "* accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.